Manufacturer narrative:
Correction to the date of event. Corrected b5 description of event/problem: medtronic received information that following the implant of this transcatheter bioprosth etic valve the patient exhibited first-degree heart block and left bundle branch block (lbbb) that required support from the temporary pacing system that was placed as part of the valve implant procedure. Subsequently, a permanent pacemaker was implanted to resolve the conditions. No adverse patient effects were reported.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve the patient exhibited f irst-degree heart block and left bundle branch block (lbbb) that required support from the temporary pacing system that was placed as part of the valve implant procedure. The following day, a permanent pacemaker was implanted to resolve the conditions. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No device evaluation will be performed as the device remains implanted and in service. (B)(4).